Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: restenosis/occlusion/intervention. The following events were noted through a periodic article review. A nonrandomized, prospective trial was conducted in two centers and performed in 94 pts between 05/2005 and 11/2007. Thirty-seven occlusions and seventy-four stenoses were treated with 134 xpert stents. The purpose of the trial was to investigate the efficacy of the xpert stents for treatment of infrapopliteal lesions in pts with critical limb ischemia. Successful stent implantation was performed in all lesions without periprocedural complications. After 2 years, data was collected from 69 of the 111 lesions. At 41.7% of the pts had secondary reinterventions, consisting of angioplasties of restenosed or occluded treated lesions. Freedom from major surgery was 94.5%.

Manufacturer narrative:
This report involves a prospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Attachment: marc bosiers, md, et al; "two-year outcome after xpert stent implantation for treating below the knee lesions in critical limb ischemia", published vascular, vol. 17, no. 1, pp. 1-8, 2009. See scanned pages.